Event description:
Patient had experienced a loss of therapy and an increase in pain. On an unknown date, the hcp (health care provider) gave the patient a few single bolus attempts to unclog the catheter, and the patient's symptoms improved and he felt better. The pump logs showed no abnormalities; per reporter it was unknown if the symptoms were related to the pump or catheter. The pump and catheter were replaced on (B)(6) 2012. At the time of the explant, the catheter was found to be "grossly occluded at the tip (black substance)." The patient was reported to be alive with no injury or adverse event as of the date of this report. Drugs delivered via the device were dilaudid (25 mcg/ml) (17.5 mg/day), lioresal (100 mcg/ml) (70 mcg/day), ketamine (2 mg/ml) (1.4 mg/day), and fentanyl (250 mcg/ml) (175 mcg/day).

Manufacturer narrative:
Catheter: model 8709, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6). (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomalies and the pump passed all nondestructive testing. Analysis of the catheter revealed an occlusion due to dark residue in the dispensing holes. (B)(4).